Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced (ref MFR. Report#1627487-2017-01795). Effective therapy was restored postoperatively hence the issue resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported stimulation was no longer effective in the back and legs. As a result, the patient met with the neurosurgeon and opted for surgical intervention as the next course of action to address the issue.